Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report high blood glucose levels. Customer's reading was 482 mg/dl. Customer tried to treat with an orange. The customer asked for advice on how to bring her reading down. The customer was advised to go to the doctor or hospital. Nothing was replaced or returned for analysis.